Event description:
Related manufacturer report number: 2017865-2023-25123. During preparation for an unrelated procedure, low sensing was observed on the right ventricular (rv) lead. The rv lead was attempted to be relocated however, the helix was unable to be extended. The rv lead was explanted and replaced, however, when placing the new rv lead the stylet was unable to advance and broke. Another stylet was attempted, and the helix was unable to extend. The replacement rv lead was then explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and difficulty inserting the stylet were confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported events was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.